Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump appeared to be running, but that the bag was still full. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).